Event description:
It was reported that the programmer would not print properly (took about 5 minutes per interrogation) from either the programmer printer or an attached universal serial bus (usb) attached printer. It was further noted that the electrical cord was in need of repair or to be replaced. Follow-up determined that the end of the cord was frayed. The programmer was returned for service. There was no indication of any patient involvement associated with this event.

Event description:
It was reported that the programmer would not print properly (took about 5 minutes per interrogation) from either the programmer printer or an attached universal serial bus (usb) attached printer. It was further noted that the electrical cord was in need of repair or to be replaced. Follow-up determined that the end of the cord was frayed. The programmer was returned for service. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the printer was not printing properly to an attached universal serial bus (usb) printer, or that the unit was taking 5 minutes to interrogate a device or that there was a frayed power cord. Analysis did confirm that the programmer printer would not print properly and this was attributed to the hardware of the thermal chart recorder and therefore it was replaced. Analysis also found that the hard drive and system fan were noisy, that the tab on the power cord bay door was bent and that the keyboard latch was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.